Manufacturer narrative:
(B)(4).a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon went to torque 2nd h2h nut and the torque driver would not limit and stripped out the h2h set screw on the h2h cross connector construct. Surgeon tried this 3 more times and the torque driver would not limit the amount of torque delivered and stripped out the inner set screw. Surgeon then bailed on placing a cross connector.

Manufacturer narrative:
Additional narrative: (B)(4). Four (4) mntr h/h x-conn inner screw and four (4) mntr h/h x-conn outer screw were returned for evaluation. The returned inner screws and outer nuts were inspected for any discrepancies. The inner screw featured most of its thread torn off from the start of the body while the outer nut was also found to have its thread damaged at its start. This damage may have occurred due to cross threading the outer nut on the inner screws upon insertion. Tightening an outer nut while it is cross threaded places an unexpectedly high amount of force on the threads of bot the nut and the inner screw, resulting in them being damaged or torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions a definitive root cause of the outer and inner screws¿ threads being torn cannot be determined from the samples and the information provided. The threads of the screws may have been torn by inadvertently cross-threading them during insertion and subsequent attempts to tighten the screws, placing enough force on the threads to tear them off on one side before building up stresses again on the next rotation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.